Event description:
It was reported that largebore 8 inch ext vlv tubing was occluded. The following information was provided by the initial reporter: material no:20059e batch no: 20065615, 20048571. It was reported that one set of tubing was difficult to flush and the other one was occluded. The or director has given me an item that they¿ve been having an issue with. Smartsite extension set. They didn¿t start saving the packaging until these last two. They are telling me they have a hard time flushing through it. The one nurse had to use ¿almost her whole body weight¿ just to get the fluid through. Another one came back saying ¿occluded¿. I have two lot numbers. Lot: (10)20065615 ¿ not flushing, have package. (10)20048571 ¿ occluded, have item inside package. Customer email response: the extension tubing is primed to the IV bag and tubing prior to being attached to the patient¿s IV. The faulty extension tubing is caught at that time. Has occurred about 12 times to several different nurses. No patient information at this time.

Manufacturer narrative:
It was reported that the sets were occluded. Received one used extension set model 20059e lot 20046571 with the original packaging. Also, received one empty product packaging for model 20059e lot 20065615 with the product not returned for investigation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set was received with the original male cap. No visible damages or issues were observed with the set. Functional testing was performed by attaching one 10ml lab syringe filled with blue dye water to the set¿s smartsite and one 18-gauge lab cannula to the male luer. The syringe plunger was gently depressed and the set primed successfully with no flow resistance, occlusions or any issues. The set was loaded into a lab syringe module and programmed for an infusion for 10ml/hr and vtbi of 10ml. The infusion completed with no alarms or any issues. The set was pressure tested while submerged underwater (per dir # (B)(4) ¿ IV disposable leak test method). Air pressure was incrementally increased. Pressure was increased from 5 to 30 psi and no occlusions or leaks were observed. Equipment used (testing performed on (B)(6) 2020) air pressure regulator with pressure gauge, eq00151, calibration due date: (B)(6) 2020 8015 alaris pcu 1.5, eq10291, calibration due date: (B)(6) 2021. 8100 alaris system syringe, eq08313, calibration due date: (B)(6) 2021. A device history record for model 20059e with lot number 20046571 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 25apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. A device history record for model 20059e with lot number 20065615 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 07jun2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer report that the sets were occluded was not confirmed. The root cause of the customer¿s experience was not identified as the set primed and infused completely with no occlusions or any issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20065615. Medical device expiration date: 2023-06-07. Device manufacture date: 2020-06-04. Medical device lot #: 20048571. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that largebore 8 inch ext vlv tubing was occluded. The following information was provided by the initial reporter: material no:20059e ; batch no: 20065615, 20048571. It was reported that one set of tubing was difficult to flush and the other one was occluded. The operating room director has given me an item that they¿ve been having an issue with. Smartsite extension set. They didn¿t start saving the packaging until these last two. They are telling me they have a hard time flushing through it. The one nurse had to use ¿almost her whole body weight¿ just to get the fluid through. Another one came back saying ¿occluded¿. I have two lot numbers. Lot: (10)20065615 ¿ not flushing, have package. (10)20048571 ¿ occluded, have item inside package. Customer email response: the extension tubing is primed to the IV bag and tubing prior to being attached to the patient¿s IV. The faulty extension tubing is caught at that time. Has occurred about 12 times to several different nurses. No patient information at this time.